Manufacturer narrative:
The ge service rep conducted an onsite investigation. The customer declined to have the service rep replace the battery pack. No further info is available.

Event description:
The customer reported that the system displayed a saturation fault error message. No pt injury was reported.